Event description:
The caller reported the neck flange cracked on an unspecified size percutaneous tube on day three of a mechanically vented patient. The patient was re-intubated.

Manufacturer narrative:
The model/ID and lot number are unknown. No analysis or conclusions can be drawn without the device or the lot number. Return of the tracheostomy tube for failure investigation has been requested. If the tube is returned and failure investigation results provide new or significant information, a follow-up report will be submitted.